Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
The end user states, the unit when he presses for the unit to go forward, will hesitate, stop and then go.